Manufacturer narrative:
Additional information: d10, h3 and h6. The reported events of helix would not extend and helix damaged was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies with the exception of damages noted to the helix that occurred at time of procedure. The reported events were isolated to the stretched/bent helix as received.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the helix of the right ventricular (rv) lead was observed through diagnostic imaging to be partially extended in the right ventricle. The physician attempted to extend the helix but it was not possible. The physician explanted the rv lead and attempted to extend the helix but was unsuccessful until the lead spontaneously extended. The physician also observed helix damage on the rv lead. The physician decided to implant a new rv lead to resolve the event. The patient was in stable condition.